Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was not free flowing through an unspecified access IV tubing. The issue was identified during an unspecified process step. The set and the pump were replaced and the issue resolved. There was no patient involvement. No additional information is available.